Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device preparation, the pacer could not be interrogated with rf telemetry. The pacer was not implanted. There was no patient involvement.

Manufacturer narrative:
The device was received with no telemetry. It was noted that the reset logs indicated hardware error code prior to the implant date. Review of device images indicated that there was code corruption and nmi was triggered consistent with code corruption, but the output was normal. The product code was reloaded, and further testing was performed, and the telemetry function was restored. Telemetry anomaly could not be reproduced upon extensive testing and device monitoring. The device was tested at the bench and no anomalies were found. A longevity calculation was performed and found the device was in normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Additional information: the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information revealed that the device experienced multiple nmi-related resets.